Event description:
It was reported that when the nurse changed the setting of the external pulse generator (epg), the low battery light was "blinking." The nurse tried to change the battery and noticed that the battery "turned off." The patient was not pacer-dependent. Further follow up did not yield any additional information. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.